Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product, lc bead, is available in the USA and is indicated for the treatment of hypervascular tumours and avms. The use of epirubicin with dc bead is considered off-label use. The device has not been sent to the manufacturer for evaluation. Batch review will not be possible for this case as the reporter does not specify log number. Given the case information currently available, it is difficult for the manufacturer to assess if product malfunction/deficiency has occurred. Medical assessment: patient developed severe lower gastrointestinal bleeding six days after a deb-tace procedure. The patient had a history of diverticular bleeding and this event was also attributed by the reporter to be due to diverticular bleeding. However, while this is most likely cause, one can't completely rule out that the event was instead colonic bleeding to ischemia due to inadvertent embolisation of a non-target artery, which would constitute a user error. Accordingly, this event was considered medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation will be communicated as a follow-up report.

Manufacturer narrative:
The potential contributory factors were investigated and assessed as part of this complaint. Although the patient had a history of diverticular bleeding, an inadvertent embolization of a non-target artery during the procedure can't be excluded; this constitutes user error due to non-target embolization. Non-target embolization is expected and documented within the product risk analyses and ifus.

Event description:
This initial report concerns a (B)(6) year old male patient and was received from a user facility via a partner organization on (B)(6) 2014. Concomitant disease include: hepatic cirrhosis (type c), type 2 diabetes mellitus and chronic renal failure. On (B)(6) 2014, the patient had tae with embosphere (trisacryl gelatin microspheres). On (B)(6) 2014, tace was performed with drug-eluting dc bead (100-300 m); 1 vial loaded with 50mg of epirubicin. On (B)(6) 2014, approximately 6 days after the deb-tace procedure, the patient developed lower gastrointestinal haemorrhage (colonic diverticular bleeding) and the patient experience a massive melena. The patient's haemoglobin level was decreased from 11.5 g/dl to 5.4 g/dl and the patient received a blood transfusion of ir-rcc-lr-ii (800ml). On (B)(6) 2014, the patient underwent a gastrointestinal fiberscopy (gif) and the results were negative. On (B)(6) 2014, the patient's colonoscopy (cf) revealed diverticula in the sigmoid colon. On an unknown date in (B)(6) 2014 (within the same week), the patient's diverticular bleeding stopped on its own. On (B)(6) 2014, the patient recovered from the lower gastrointestinal haemorrhage (colonic diverticular bleeding). The reporting physician stated that lower gastrointestinal haemorrhage (colonic diverticular bleeding) was not related to dc bead. The physician attributed the events to the underlying disease and stated that the event was accidental.